Event description:
It was reported the patient's implantable neurostimulator unexpectedly shut off. The patient experienced intermittent stimulation. It was verified that patient could feel stimulation when the stimulator was on. Additional information has been requested, but was not available as of the date of this report.